Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed failed battery test alarm. Device had a blank display. Display returned after troubleshooting. Customer also had issues with the sensors. Customer was brittle and her blood glucose could go from 40 mg/dl to 600 mg/dl in a day. After troubleshooting, customer will not be returning the device for analysis.